Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer explained that the screen was wavy and that the numbers could not be seen clearly. The customer's blood glucose was unknown. The customer stated the insulin pump was not dropped or bumped. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self-test. No unexpected missing segments during testing. The device had minor scratches on the lcd window, scratches on the reservoir tube window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.